Manufacturer narrative:
No unexpected reset error alarms, low battery alerts, or reset anomalies were noted. The insulin pump passed the self test, off no power test, reset error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The operating currents were within specification. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error whenever the battery is changed out, and that the time and date have to be reset each time. The blood glucose reading was 180 mg/dl. The insulin pump was not stored or out of use for an extended period of time. The customer was sent a new battery cap but it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.